Event description:
Philips received a complaint on the heartstart mrx defibrillator/monitor indicating that the battery is showing signs of weakness. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse determined that this model is out of support, and the spare parts are no longer available due to end of life. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site, requiring no further evaluation. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The device is eol. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.